Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Technical services (ts) reviewed presenting electrograms per request. Ts advised there is no atrial escape suggestive there is capture on the ra lead. In addition, ts found oversensing of noise on the ra. Ts also provided a low out of range pacing impedance value was observed. However, pacing impedances appear to be stable within range at this time. Ts noted there was no pacing inhibition. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).